Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) had an erratic upper display missing pixels. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter pcbs, and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specs. (B)(4).